Manufacturer narrative:
The insulin pump was received with scratched on display window and cracked reservoir tube lip. The insulin pump was received with motor stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file due to motor encoder signal out of phase. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was performed. The device was returned for analysis.